Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. (B)(4).

Event description:
Gurland b, e carvalho mec, ridgeway b, paraiso MFR, hull t, zutshi m. Should we offer ventral rectopexy to patients with recurrent external rectal prolapse? Int j colorectal dis. 2017 nov;32(11):1561-1567. Doi: 10.1007/s00384-017-2858-9. Epub 2017 aug 7. Pmid: 28785819. According to the available information, of 108 patients, one experienced discitis, five experienced ileus, two had major bleeding, two had pelvic abscess, two had pelvic collection, seven were readmitted, one experienced rectal-vaginal fistula, three underwent reoperation, three had small bowel obstruction, four had wound infection, 22 had medical complications, one experienced sepsis, four had urinary infections, four had "cardiopulmonary" and five experienced a venous thrombotic event. Sixteen recurrences of prolapse occurred, 11 of which had full thickness rectal prolapse and were treated with additional prolapse surgery. Symptomatic mucosal prolapse was noted in five patients, three of which were treated with delorme while the other two deferred treatment. It was unclear which, if any, of the complications could have been attributed to use of restorelle.